Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator touch screen froze. Although ventilation did not stop, the patient was transferred to another device without harm.

Manufacturer narrative:
Repair information has been updated.